Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's complaint reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, the estimated cause is that the lamp blinks due to a defective lens of the light source device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system centers main lamp was blinking and made tissue indistinguishable. The procedure was diagnostic. There were no reports of patient harm.